Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: a1, a3(to be left blank), b5, d5, e2, e3, g3, h6, (patient codes).

Event description:
It was reported that during routine check, the display of the cardiosave intra-aortic balloon pump (iabp) locked up and went blank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the coil cable cord which was causing interface communication issues. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the display of the cardiosave intra-aortic balloon pump (iabp) locked up and went blank. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.